Event description:
Pulmonetic system, inc. Received a service report from a representative of facility on 08/27/02. The representative reported the following problem: patient can't initiate breath in simv mode. Machine senses but does not deliver breath. Clicking noise heard.